Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (euro) passed functional test (sample plan c=0 and aql=1). Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle clipper safe-clip europe was not clipping. The following information was provided by the initial reporter: product does not clip through needle. It just bends the needle. I have used these devices for 15 years so I know how to operate correctly. No injuries, just failure to safely clip needle.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle clipper safe-clip europe was not clipping. The following information was provided by the initial reporter: product does not clip through needle. It just bends the needle. I have used these devices for 15 years so I know how to operate correctly. No injuries, just failure to safely clip needle.